Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the d saf-t-intima¿ closed IV catheter system experienced leakage during use.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8080269. Our records show that this is the only instance of this issue occurring in this batch of intima ii . According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, during our visual evaluation of the returned device, it was determined that the leak originated from the a hole in the molding of the paddle hub. A subsequent review of our maintenance records found that a key component in our manufacturing machinery had been replaced after the completion of this batch of product. In addition to this repair, our manufacturing facility has retrained the manufacturing and inspection personnel to better identify and segregate this failure mode.

Event description:
It was reported that the d saf-t-intima¿ closed IV catheter system experienced leakage during use.